Event description:
It was reported that the system had a communication problem between c-arm and work station which prevented the system from making x-ray emission. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.